Event description:
The customer reported the endoeye flex deflectable videoscope is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a curved tube collapse and bending section cover adhesive chip were observed. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the image failure. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the image sensor unit was defective. The defect likely resulted from a failure of the internal circuit board of the video connector. A system failure may have also caused the image failure. Olympus will continue to monitor field performance for this device.